Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
Related manufacturer reference: 3008452825-2017-00060, 3005334138-2017-00024. During a premature ventricular contraction ablation procedure, a pericardial effusion occurred. The patient became hypotensive. An ultrasound revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was admitted to the intensive care unit for observation and is in stable condition.